Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported they went to swimming. Customer reported they were unable to clear the alarm. Customer also stated crack on back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. The device was returned for drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarms, moisture exposure and cosmetic damage located at the back of the device found on july 17, 2022. Device¿s history and trace files downloaded successfully using thus software. Device passed the rewind, prime/seating, basic occlusion test, occlusion test, force sensor test, displacement test. Test p-cap / reservoir locks properly into place. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Was found in the pump history on july 17, 2022 at 18:25:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly. Motor was tested outside of the device and passed the ngp system board test. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and stained serial number label. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Was confirmed. Moisture damage was confirmed at the electronic assembly. Cosmetic damage was confirmed at battery tube threads and case-corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.